Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. The right ventricular lead exhibited high impedance measurements. On (B)(6) 2015 the lead was successfully explanted and replaced.